Event description:
It was reported the hand piece was used in laparoscopic cholecystectomy. The devices had many lock outs during repeated uses and pitting was noted near the blade mount on both hand pieces. No patient consequence.